Event description:
I bought a malem bedwetting alarm from bedwetting store on (B)(6) and it was delivered on (B)(6). Unfortunately for me, I landed up buying an unsafe and dangerous product for my (B)(6). The first night the alarm acted strange and kept vibrating intermittently throughout the night. The second night within 3 hours of setting it up, the malem alarm got extremely hot. It was so hot that my son started crying out loud. He pulled it from his t-shirt and threw it on the ground. I rushed into his room to see what happened and was suspect to know that an alarm can get so hot. It was like the alarm was on fire. I am fortunate that he was not seriously hurt, however, because of the alarm being placed close to his neck, he has large red patches on his neck. The same night, we had to take him to the ER for treatment. The doctors there said I should complain to the FDA and report the device. "How can a children's products be so unreliable and dangerous." This alarm is extremely dangerous and not fit for children.